Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 38 x 3.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break located 22cm distal to the distal strain relief, as well as multiple kinks on several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29-jun-2019. It was reported that shaft kink occurred. Vascular access was obtained via femoral artery. The concentric target lesion with a bend more than or equal to 90 degrees was located in the mildly calcified proximal to mid left circumflex artery. A 38x3.50mm promus premier drug-eluting stent was advanced for treatment. However, when tried to cross the long segment lesion in the mid left anterior descending artery, the shaft got kink in the mid portion. The procedure was completed with another stent with buddy wire support. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube detachment.